Manufacturer narrative:
This reportable event was identified during a voluntary retrospective review of all complaints since 2015 by the manufacturer (dutch ophthalmic research centre (B)(4)). Details of this activity were discussed with cdrh office of compliance ((B)(6)) during a tele-conference on (B)(6) "201". Assuming worst case during surgery, air bubbles observed going into the eye may cause injury to the patient. Hence it is reportable. The risk is possible injury by microbial, viral or prion infection (patient harm). . There is no further information if the patient was harmed. All available information has been disclosed. This complaint has now been closed.

Event description:
The vitrector opened up and during surgery the end user must open another due the bubble is coming into the eye.